Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a device bootup fail. We are unclear whether there was actually a failure to power on and we have requested additional information. The device was not in use on a patient.

Manufacturer narrative:
Additional information: - updated problem statement.

Event description:
It was reported to philips that the device had a burn mark on the paddle. The device was not in use on a patient.